Event description:
New information states that the lead was explanted and replaced. Patient was in stable condition after the procedure.

Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon interrogation, high out of range, pacing lead impedance was observed on the right ventricular lead. High capture threshold was also noted. Programming changes were made. Patient was asymptomatic and will continue to be monitored.